Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asystolic patient presented to the hospital, the patient had symptoms of fainting and dizziness. Upon device interrogation, the right ventricular lead exhibited loss of capture and low impedance. The patient is pacemaker dependent. The lead was capped and replaced on an unknown date. The patient's condition was good post procedure.